Event description:
It was reported by the clinic that the pt started her hemodialysis without difficulty, her vital signs were stable. A short time later the pt stated that she was having difficulty breathing. The pt was started on oxygen via nasal cannula and then became pulseless. Cardiopulmonary resuscitation was initiated, the automated external defibrillator was applied, one cycle of CPR was performed and the pt regained consciousness. The pt was sent to the emergency room for further eval.

Manufacturer narrative:
This report is being submitted as part of a system level review. If any add'l info is obtained a supplemental report will be submitted. Clinical info reviewed: medica records info review indicates that on (B)(6) 2014, the pt experienced a cardiac arrest during hemodialysis. This event will be reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product (s) and the event of cardiac arrest. There is no history of specific malfunction or product being out of specification. The device investigation has not been completed. There were no products returned for investigation. Complaint sample is not available, and the lot number of product involved in this incident is unk. However, a three month sales and shipping search to the client site identified the lots shipped to the site. According to the sap system no product is available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. DHR review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications. No conclusion can be drawn regarding the complaint without an examination of the product used during the reported event. The event reported on this pt involves six separate products.